Manufacturer narrative:
(B)(4). The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, per report the inaccurate positioning of the xt valve could have caused or contributed to the xt valve landing too atrial in the mitral valve annulus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Off label transapical procedure. The plan was to implant a 26mm sapien xt valve in the aortic valve and a 23mm sapien xt valve in the native mitral valve. A 26mm sapien xt valve was implanted in the aortic valve without issues. Post deployment this valve was in good position with no central aortic insufficiency (cai) and no paravalvular leak (pvl). Then a 23m sapien xt valve was advanced to the mitral valve using the same sheath in the left ventricle apex. The echo images were being used to guide the positioning of the 23mm xt valve in the mitral annulus. During balloon inflation the echo images were lost due to the rapid ventricular pacing (rvp) and the angio images had to be used to guide the valve position. Post deployment, the echo showed the xt valve position was more atrial than intended (50:50 in the mitral annulus) with moderate pvl and no central leak. It was decided to perform a valve-in-valve with a 2nd 23mm xt valve implanted in a lower position. The 2nd 23mm xt valve was positioned using the 1st xt valve in the mitral annulus as reference. The 2nd valve was implanted at the intended position - 40:60 atrium/ventricular with no pvl and no central leak. The access site was closed without issues and the patient was transferred to ICU in stable condition.